Event description:
It was reported that for a (B)(4) patient, who began (B)(4) on (B)(6) 2013, they were feeling stimulation in the hip area - on the inside by where the lead is implanted. The patient had been very careful in sitting and getting out of the car. The patient was not feeling stim in the bicycle seat area. A follow-up report will be sent if additional information becomes available. (B)(4). It was later reported on (B)(6) 2013 that the patient was told to turn up the stimulation all the way. It was noted that the leads had migrated. If she saw no relief from her novel symptoms then she would have an advanced evaluation done. The patient was to be scheduled for an advanced evaluation.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).